Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the provider engages the safety mechanism the needle doesn't retract. Response received 2/12/2026 can you please provide an exact date of event in this format mm-dd-yyyy? Not sure of exact date, but (B)(4) was notified on 02/04/2026 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. ¿ no physical harm was done, but it could have potentially hurt someone - when the provider engages the safety mechanism the needle doesn¿t retract.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382523 and lot number 5252921. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.